Event description:
Pt initially had robot assisted laparoscopic prostatectomy (B)(6) 2013. Readmitted with cellulitis and free air in abdomen (B)(6) 2013. After treatment discharged. Second readmission (B)(6) 2013 with CT positive for fistulous connection between sigmoid colon and deep pelvic abscess. During exploratory laparotomy, rectal perforation identified requiring colostomy creation. Vendor has notified facility of failure of monopolar curved scissors used during prostatectomy. Surgeon believes instrument contributed to rectal perforation. Vendor notification, urgent medical device notification - (B)(4). Intuitive surgical endowrist instrument hot shearsz monopolar curved scissors affected product: part numbers description (B)(4), 8mm monopolar curved scissors - a.k.a. Hot shears - 8 mm monopolar curved scissors - a.k.a. Hot shears - dear da vinci customer, this notification is to inform you that intuitive surgical has identified a potential issue with certain versions of its hot shearsz monopolar curved scissors mcs instrument and to inform you of precautionary steps you should take to ensure the safety of pts, while using your current inventory of mcs instruments. Certain (B)(4) versions of the mcs instruments may develop micro-cracks near the distal scissor end of the shaft following reprocessing. This may create a pathway for electrosurgical energy to leak to tissue during use and potentially cause thermal injury. The affected area is shown and is confined to an approx 1 cm section of the shaft, as (B)(4).